Manufacturer narrative:
A1: patient identifier:(B)(6).

Event description:
Elegance clinical study it was reported that vessel dissection occurred. In (B)(6) 2023, the subject underwent treatment with ranger drug coated balloon and eluvia drug-eluting stent as a part of the elegance clinical trial. The target lesion #001 was in the right mid popliteal artery extending into right distal popliteal artery with proximal reference vessel diameter of 4 mm and distal reference vessel diameter of 4 mm with lesion length of 60 mm and 75% stenosis and was classified as tasc ii d lesion. Treatment of target lesion was performed by dilation using study device, 4 mm x 60 mm of ranger drug-coated balloon. Post treatment, the final residual stenosis was noted to be 30%. The target lesion #002 was in the right distal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 15 mm and 80% stenosis and was classified as tasc ii d lesion. Treatment of target lesion was performed by placement of study device, 6 mm x 40 mm eluvia drug-eluting stent. Following post-dilation was performed with 6 mm x 40 mm mustang pta balloon and 4 mm x 40 mm advance pta balloon and the final residual stenosis was noted to be 0%. On the same day of index procedure, non-flow limiting dissection of grade b was noted within the tp trunk into the right posterior tibial artery due to 2.5 mm x 80 mm coyote otw pta balloon. Dissection noted was treated using a 3 mmx 12 mm non-boston scientific (bsc) balloon with improvement in the flow. Two days later, the subject was discharged on aspirin and clopidogrel. No additional information is available from site at this point of time.